Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim intermittent vibration on (B)(6) 2014, resulting in patient experiencing a hypoglycemic event. Patient relayed being in a store when blood glucose dropped. Patient stated sensing the change and feeling bad, so patient self-administered two (2) sugar tabs. Per patient, continuing glucose monitoring (cgm) system read in the 40's and no finger stick was performed. Next sequence of events was relayed to patient by her granddaughter, as patient claims to have no recollection. Patient fell and hit head on the ground and began to seize. The store personnel called 911 and when the ambulance arrived, patient was still unresponsive. Paramedics started an IV and the patient pulled them out. When patient came around/woke up, paramedics checked patient's blood glucose levels and reported bg reading of 77. No further medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were functional. Patient reports a current condition of feeling better. The receiver had the low alarm disabled during the incident date. The user selected low alarm will never occur under these circumstances, this is a user error.

Manufacturer narrative:
(B)(6). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The receiver data log was downloaded and found no errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. Customer complaint could not be verified.